Manufacturer narrative:
Additional information was provided by the patient's parent on (B)(6) 2026. B5 has been updated.

Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site (left leg) while wearing the device for approximately 24 hours. On (B)(6) 2025, the patient's blood glucose was elevated (under 400mg/dl, exact blood glucose level is unknown). The pod was removed and a new pod was applied. After removing the pod, the patient's parent reported the patient experienced pain, redness, swelling, and purulent discharge at the pod site. The next day, the patient developed a fever. The patient visited a paediatrician (kinderarztpraxis dr. (B)(6) on (B)(6) 2025, was diagnosed with an abscess, and prescribed antibiotics. The antibiotics were ineffective, so the patient visited a diabetologist on (B)(6) 2025. A sample was taken from the abscess, which indicated a staphylococcal infection. The patient was to see a paediatric surgeon on (B)(6) 2025 for an outpatient surgical removal of the abscess.

Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site (left leg) while wearing the device for approximately 24 hours. On (B)(6) 2025, the patient's blood glucose was elevated (blood glucose level unknown). The pod was removed and a new pod was applied. After removing the pod, the patient's parent reported the patient experienced pain, redness, swelling, and purulent discharge at the pod site. The next day, the patient developed a fever. The patient visited a paediatrician on (B)(6) 2025, was diagnosed with an abscess, and prescribed antibiotics. The antibiotics were ineffective, so the patient visited a diabetologist on (B)(6) 2025. A sample was taken from the abscess, which indicated a staphylococcal infection. The patient was to see a paediatric surgeon on (B)(6) 2025 for surgical removal of the abscess.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.